Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels. Customer blood glucose level was 45 mg/dl at the time of incident and at the time of call blood glucose level was 196 mg/dl and current blood glucose level was 189 mg/dl. Customer treated with carbs ,glucose and honey. Customer declined troubleshooting for low blood glucose event and over delivery. Customer also stated that the auto mode was off and not working at time of the low blood glucose event. The device was not returned for analysis.